Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 26th of may 2015 for further investigation. The fse conducted follow-up with the customer over-the-phone to address the reported event. During the investigation the fse had the customer remove the instrument cover and reposition tubing from the sample nozzle because it was hanging and catching when the table was moving. Fse conducted another follow-up call with the customer the following morning and was notified by the customer that quality controls and patient samples are running without any error. Instrument is functioning as intended and was released. No further action required by the fse. The most probable cause of the reported event was due to the tubing being snagged by the dispense arm. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2015 the customer reported turn table slip/spec t home not found. The technical support group (tsg) instructed the customer to turn off the analyzer and rotate the table. The customer indicated that the turn table is not sticking and the error is not found. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting progesterone iii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.